Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: - one opening striated in the side anterior assessed as surgical damage.

Event description:
Physician reported stiffness and pain in the breast, ultrasound diagonsed capsular contracture, baker grade iii. Right side. Partial capsulectomy performed, device explanted and replaced.

Event description:
Physician reported stiffness and pain in the breast, ultrasound diagnosed capsular contracture, baker grade iii. Later the patients representative reported the patient "complaints such as high fever, inflammation on body". Right side. Partial capsulectomy performed, device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported stiffness and pain in the breast, ultrasound diagnosed capsular contracture, baker grade iii. Right side. Partial capsulectomy performed, device explanted and replaced.